Event description:
It was reported to manufacturer that when the vns patient was seen for a follow up appointment in (B) (6) 2010, when a system diagnostic test was performed, high lead impedance resulted. The physician had programmed the device off at that time, and the patient's mother is now wanting to move forward to schedule a surgical consultation to revise the implanted vns device. There was no report of any patient manipulation or trauma to the device site, and the patient is non-verbal and therefore, the patient is not able to communicate if and when stimulation was still perceived as normal. X-rays have been taken to assess the continuity of the device, however, they have not been sent to manufacturer for review at this time. Good faith attempts to obtain the x-rays are underway. Revision surgery is likely to occur, but has not been scheduled at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.